Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implant was not working and she needs to meet with a manufacturer representative. The patient confirmed that her implantable neurostimulator is on using both her patient programmer and the recharger. The patient is able to recharge and connect with the patient programmer; however, she is not feeling stimulation. The patient has already tried all of the adjustments. The patient tried a different group; however, this did not resolve the issue. The patient indicated that she was losing the ability to walk. The patient was trying to get into contact with her health care professional and have a manufacturer representative paged to the office to help. Additional information received from a manufacturer representative (rep). It was reported that the patient had a loss of stimulation. The patient denied any falls or accidents. Impedances were checked and showed that contacts 6/8 were over 10,000 ohms on the 0-7 lead. The patient said she was getting good coverage until the friday prior to the report when she stopped feeling the tingling. The 8-15 lead was reprogrammed and covered the painful area. No further complications were reported.